Manufacturer narrative:
The iol product history records were reviewed and documentation indicates the product met release criteria. Cartridge product history record could not be reviewed because facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that during an intraocular lens (iol) implant procedure, there was a scratch on lens. Per the source document, there was contact with the patient, and the procedure was completed the same day. Additional information was provided by the surgeon that the iol was injected into the eye before the damage was noted. There was a crack in the lens, not a scratch. The iol was removed from the eye and replaced with an undamaged iol during the initial procedure. There was no harm to the patient. The patient has done very well with an uneventful recovery.